Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The physician stated that the ipg was in a fat roll and possibly too deep. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The physician stated that the ipg was in a fat roll and possibly too deep. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned per facility policy.